Event description:
The customer reported the defib sync input was not functioning as expected. Patient involvement currently not known.

Manufacturer narrative:
Investigation revealed the connector (ge p/n 2054003-001) on the pdm user interface board had a cold/weak solder joint. The patient data module (pdm acq) user interface board communicates to the pdm main flex assembly via this connector. Due to the cold solder joint, the pdm defib sync board failed to communicate with the pdm main flex assembly, resulting in loss of defib sync functionality. The loss of the ECG defib sync output function from the pdm defib sync connector was caused by failure of the pdm defib sync output hardware. The failure occurred because the interface connector was not properly soldered on defib sync output hardware. The pdm defib sync output board was replaced.

Manufacturer narrative:
Patient involvement currently not known. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.